Event description:
Per the clinic, the patient experienced constant dizziness with the device, leading to device non-use. The patient also reportedly requires MRI imaging. Subsequently, the device was explanted on (B)(6) 2026, and there are no plans to reimplant the patient with a new device as of the date of this report.